Manufacturer narrative:
(B)(4). The device was evaluated and the engineer replaced the communication printed circuit board (pcb) and the ventilator worked properly.

Event description:
It was reported that a ventilators screen turned white and did not work. There was no patient involvement.